Event description:
The customer reported to beckman coulter (bec) that the fc500 flow cytometer was back-flushing, causing isoflow to drip into the sample tubes and onto the carousel. The leak was contained within the instrument. The instrument did not generate any errors in connection with this event. The problem was detected while customer was running quality control (qc) and no patient samples were run, therefore no erroneous results were generated. No death, injury or change to patient was associated with this event. The material safety data sheet (msds) was reviewed by the customer. The customer was wearing gloves, a laboratory coat and goggles. There was no exposure to open wounds or mucous membranes. The operator did not seek medical attention.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse checked the probe positions in relation to the sample head and noted that the probe was too far up and did not allow vacuum to aspirate sample. The fse also noticed loose probe nut which allowed the probe to become mis-positioned. The fse readjusted the probe height which resolved the back-flushing issue. The instrument was operational. Failure mode was miss-positioned probe causing the back-flushing. (B)(4).